Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: data analysis: on the complaint date, on (B)(6) 2025, during initial boot-up, the console logs indicated a communication issue with the pbm. Due to this communication problem, the aic console rebooted automatically (as designed) to attempt another power cycle. After rebooting, the console displayed the "system self check failed" screen". This confirms the reported failure mode. Device analysis: this console was tested after arriving at fs. Visual inspection confirmed the pbm contamination, which has impacted on a neighboring rs232 communication channel (pbm_(B)(6).png). Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Service & repair: before returning this console ((B)(6)) back to the customer, fs was instructed to perform the following, replace the pbm (0042-1125) due to the corrosion. Perform sections 18, 19, and 20 of the pm (preventive maintenance) procedure (0042-7309). Perform a full functional check (0042-7316). Device history lot: n/a. Device history batch: subcomponent name: pca, power/battery manager, rohs, tested. Material number: 0042-1125, lot number: 2019329440, serial number: (B)(6). Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered issues with the automated impella controller (aic). The aic was unable to finish the self-test. No further information was provided on the issue. No patient was involved .